Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issues were observed. The watermark was observed at the based of the sensor tail indicating sensor tail was properly inserted, the sensor data was extracted using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed a source measurement unit (smu) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. In addition, an extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product passed all tests prior to release.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results. Customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). The customer experienced shakiness and dizziness and was unable to self-treat. The customer was then seen by a healthcare provider where readings of 580mg/dl and 627mg/dl were taken on their meter and customer was then given unspecified fluids and IV insulin(does/type unspecified) for treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results. Customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). The customer experienced shakiness and dizziness and was unable to self-treat. The customer was then seen by a healthcare provider where readings of 580mg/dl and 627mg/dl were taken on their meter and customer was then given unspecified fluids and IV insulin (does/type unspecified) for treatment of a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Sensor 0pmepplau has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.